Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 339 mg/dl. The customer treated with injection and insulin pump. Customer's blood glucose value was 157 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer states the insulin pump is not delivering insulin correctly. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer declined to perform the high-pressure test. Customer states he has used different sets, rotates and using new insulin and the issue continues. The insulin pump will be replaced. The insulin pump will not be returned for product analysis.